Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis found that the battery release, battery drawer and lower case were contaminated. The battery contacts were compressed and one side bail was missing. The upper case and both bail covers were broken.

Event description:
The external pulse generator was returned for correction due to a field action. It subsequently tested out of specification during the manufacturer's analysis.